Event description:
It was reported that this artificial urinary sphincter (aus) was losing fluid due to a cuff crease. The aus system and components were explanted and replaced. There were no patient complications reported.